Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 562 mg/dl. Customer¿s current blood level was 162 mg/dl. Customer experienced blood glucose level of 317 mg/dl at the time of call. Insulin pump had insulin flow block alarm. Customer was not able to troubleshoot at the time of call. Customer was treated with manual injection. Customer did not allege insulin pump for under delivering. Insulin pump will not be returned for analysis.